Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while customer was wearing the pump on their hip. Customer is unable to see or interact with the pump touch screen due to the damage and the screen no longer lighting up. Customer's blood glucose was 113 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.